Manufacturer narrative:
Concomitant medical products: product ID: 383069 lead, implanted: (B)(6) 2017; product ID: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that his bundle lead had one ventricular under-sensed beat. It was noted that the left ventricular (lv) lead had high threshold measurements. The lv lead was capped and the his bundle lead remains in use. No patient complications have been reported as a result of this event.